Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the calcified and mildly tortuous, left main artery (lm). Using a fr cls3.5 mach 1 guide catheter the physician advanced a 15mm x 3.50mm nc quantum apex mr balloon catheter to the target lesion. With a non-bsc inflation device the balloon was inflated to 16atms for 12 seconds, a pinhole leak was noted and the balloon ruptured. The device was successfully removed. The procedure was completed with a non-bsc balloon, which also ruptured. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).